Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device was displaying a red x with an audible chirp as well as a system error message indicating that svc was required. There was no pt involvement.